Event description:
On 5/9/96 pt had placement of a catheter in the left subclavian vein. On 5/14/96 when IV fluids were first infused into the catheter, the nurse found the catheter to be leaking as evidenced by the fluid seeping out of the tube near the needle insertion and wetting the dressing and pt's clothing.